Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found on a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported there was leakage found on a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: this is the first complaint for the lot# 7326556 for this type of defect or symptom. There was no documentation of issues for the complaint of batch 7326556 during this production run. One (1) sample was received. It has no packaging. It is the barrel with plunger rod and rubber stopper. From a visual inspection performed on the returned sample the complaint was confirmed. Root cause couldn¿t be determined. The CAPA (B)(4) has been opened. Investigation conclusion: root cause couldn¿t be determined. The CAPA (B)(4) has been opened.

Event description:
It was reported there was leakage found on a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, serious injury or medical intervention.